Event description:
Mallinckrod 7.0 endotracheal tube with weak wall around pilot tube caused a life threatening kink. Pt had to be reintubated. This is the second time in two weeks that such a kink has occurred. Dates of use: 2008. Event reappeared after reintroduction: #1 no. #2 no.